Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 407645 implantable pacing lead, implanted: (B)(6) 2007; d284drg implantable cardioverter defibrillator (ICD),  implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the right ventricular (rv) pacing impedance has slowly risen over time and is now high. The lead remains in use. No patient complications have been reported as a result of this event.